Manufacturer narrative:
Product not returned.

Event description:
It was reported that patient presented in clinic for follow-up after receiving inappropriate shocks, which patient was in vf for a short time. Review of the egms showed oversensing, which led to inappropriate shock. High impedance due to suspected lead fracture was noted. High capture and noise was also observed. The lead was explanted and replaced with a competitor device. The patient was stable during and after procedure.